Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced epistaxis requiring intervention through embolization. The outcome of the patient was not reported by the medical staff. The device was not returned to the manufacturer for analysis as it remains implanted. Bleeding is a known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device remains implanted.

Event description:
It was reported in the united states that (B)(6) 2014 that a patient experienced epistaxis requiring admission. The patient was treated with multiple nasal gauze packing. Bleeding continued requiring the medical staff to perform embolization in the interventional radiology suite. It was reported from the medical staff that bleeding continued despite these two therapies. It was not reported that blood products were given during this admission. The outcome of this patient was not reported. The pump remains implanted in the patient and will not be returned to the manufacturer for analysis.